Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. Only the separated inner member and inner member jacket with the tip were returned. The tip separation was confirmed. The difficulty removing could not be confirmed as the delivery system was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not reveal a lot specific product issue. The investigation was unable to determine a cause for the reported difficulty removing and tip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the heavily calcified popliteal artery after pre-dilatation with a 6.0 mm balloon the supera stent was delivered and deployed without issue. It was noted that during removal of the stent delivery system the tip met anatomical resistance and became detached; remaining in the vessel. The stent was fully deployed in the vessel. The patient was taken to surgery where the tip was removed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.